Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 20 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue and confirmed high right ventricular (rv) lead pacing impedances. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
Boston scientific received information that during a routine follow-up this right ventricular (rv) lead revealed high pacing impedances greater than 2,000 ohms. At the time, all measurements were confirmed normal and within range. The decision was made to remove the right atrial (ra) lead and right ventricular (rv) lead. No adverse patient effects were reported. The lead was returned for analysis with no original allegations of malfunctions.